Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/03/2019.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement / harm.

Manufacturer narrative:
Date received by manufacturer: 07 november 2019. Date of this report: 14 november 2019. The manufacturer's field service engineer confirmed the reported problem. The field service engineer also observed a speaker cable that was not securely attached, causing a noise issue. The manufacturer's field service engineer calibrated the touch screen assembly, which corrected the reported issue. The connection of the speaker cable was also reset to resolve the issue observed by the field service engineer. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.